Event description:
Guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to the advisory affecting this model device. At the time of explant, there were no product performance allegations.

Manufacturer narrative:
Upon receipt at guidant's reliability assurance laboratory, the device was thoroughly inspected and analyzed. There was no evidence of arcing damage in the header of the device; however, a void was noted in the medical adhesive under the header. The device was then subjected to series of automated diagnostic test that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.